Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that pacing impedance on this left ventricular (lv) lead were high out of range. Thresholds were also reportedly high. It was determined that the lead was fractured. The lv lead was explanted and during the revision, it was noted that there was damage to the insulation on the proximal portion of the lead. The lead was successfully explanted and replaced. No additional adverse patient effects were reported.